Event description:
The customer reported to baxter (B)(4) an eva solution bag in which the injection site was broken. This was observed before use. There was no patient involved; therefore, there are no reports of patient injury or adverse events associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection was performed and no defects were observed. A leak test revealed a leak in the tube port seal. Therefore the reported condition was confirmed. The assignable root cause was determined to be a machine or equipment at the manufacturing facility. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.